Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an unknown procedure, the device was working and then the needle jammed in the instrument. The jaws were able to be opened and the device was removed from the tissue.